Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2016 with the following findings: there is a dim display, two battery compartment cracks, and a torn but functional keypad. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery, cracked compartment, and dim display. This report is made based on the results of an investigation completed on (B)(6) 2016.